Event description:
Customer reported via phone, the sensor was giving inaccurate readings and triggering threshold suspend feature when blood glucose wasn't low. This occurred three times and the last occurrence sensor reading was 60 and blood glucose was 269 mg/dl. Customer states he just turned of the feature and fell to sleep. The sensor was removed and the cannula was straight, maybe curve from taking it out. Customer declined troubleshooting. She agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.